Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was unable to reproduce the reported "power related issues" . As a precaution, the system was run on a simulator for 5 hours continuously to ensure power was not fluctuating and batteries were fully charged. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) had a power related issue. There was no patient involvement, and no adverse event reported.